Event description:
The caller stated that they had a cuffed tracheostomy tube of unk size and model with a disposable inner cannula with a pilot balloon leak. The leak was noticed about twelve hours into use. They cut the pilot balloon part of the tracheostomy tube, and the remaining part was fixed with a pilot balloon repair kit. The pt is currently using the original tracheostomy tube. The cuff was pre-tested, and was inflated using the minimal leak technique. The lot number is unk.